Event description:
The customer called arrow clinical support (acs) advising that flecks of blood were observed in the driveland tubing but pump was not alarming. Acs heard pump alarm in background. Patient was still augmenting. Acs explained blood coming back into tubing was indicative of abrasion. Acs advised clinician that abraded balloons should be discontined from patient asap.